Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that following an implant surgery, patient awakened with extreme abdominal pain and complained about sharp knife-life pains. A CT of abdomen was done and findings were normal. Lead was revised and moved down 1/2 vertebral body. After the revision, patient stated abdominal pain continued but was not as frequent. Lead remained in place. As per the physician, device will be activated in a couple weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.